Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized with high blood glucose of 535mg/dl and high ketones. The customer is not using the device at the moment. The customer was very tired and went to sleep after having a party. The customer woke in the middle of the night and his glucose level was 553mg/dl. The wife called the ambulance and the customer was taken to the hospital. The wife mentioned that her husband might have a stroke as he had already in the beginning of the year. No further information was provided.